Event description:
The pt was treated in the study with a precise stent to the left ostium carotid artery in 2009. The precise stent was used with no stent malfunction. There was no revascularization planned. No percutaneous transluminal angioplasty (pta) resistance documented. There was no dissection documented after pre-dilation. The angioguard was successfully deployed and retrieved with technical problems. The pt was discharged the next day, with noted major adverse event. The reported info states on original date, the pt experienced neurological deficits of behavioral change, aphasia, dysarthria, and right hemiataxia. The pt was diagnosed with a stroke. The event was documented as not related to the cordis stent; however, related to the index procedure. The onset was sudden with partial minor residual. Add'l info july 22, 2009 - there were no known allergies to nitinol, nickel, or titanium. There were neuro symptoms pre-procedure. A f6 sheath introducer was used. There was a tight seal between the stent delivery system (sds) and the tuohy borst valve of the sheath introducer and guiding catheter during aspiration. Aspiration was completed prior to contrast injection. There were no bubbles noted during the procedure. There was no thrombus noticed pre or post deployment. The symptoms occurred immediately after post-dilation. The precise stent was deployed. The stroke was treated with physical, occupational, and speech therapy. The symptoms improved within 24 hours, but were no completely resolved. The pt had residual right sided weakness and speech disorder.

Manufacturer narrative:
This product is not available for analysis as stated. Add'l info will be provided within 30 days of receipt. This is one of two products involved with the reported event, which is associated with manufacturing report number 1016427-2009-00190. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14077986 revealed no anomalies during the manufacturing and inspection process that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot.